Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18197379.

Event description:
It was reported that the patients device was only a distraction and did not help fix medical issues. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.